Event description:
It is reported that 2 pins of the universal oscillating saw attachment were broken. No additional information regarding patient harm and delay of surgery.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete.